Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. The customer, with assistance from technical support, reset the pump, and the malfunction code did not recur. Continued use of the pump was advised, and the caller was asked to reach out if the issue reappeared.